Event description:
It was reported to nellcor puritan bennett on 11/3/05 that there was a problem with the 15mm portion of the outer cannula that prevented the inner cannula from locking in place.

Manufacturer narrative:
Product has not been returned for eval. The mfg site has confirmed the lot number reported is invalid. Nellcor puritan bennett has requested additional info from customer.